Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient was prepped for a port placement procedure using powerport isp MRI via the right internal jugular vein. Prior to the procedure, the physician identified that the flushing tube did not function smoothly when flushing the cannula. Although the injected fluid was able to flow through the cannula, the flow was minimal and not smooth, rendering the device unsuitable for normal puncture and clinical use. There was no patient contact.